Event description:
Caller reported that their pump screen was dark and would not turn on. Blood glucose level due to the issue was displayed as high but the specific value was unknown, indicating an adverse impact. Customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Upon follow up pump screen will not turn on. Technical support decided to replace the pump.